Manufacturer narrative:
UDI number: (B)(4). Thv/tvt registry. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause of the valve placement too aortic cannot be confirmed, however, patient factors (severe annular calcification) and procedural factors (non-edwards stopcock leaked during deployment resulting in under-deployed s3 valve, poor visualization and poor coaxial alignment with annulus) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, this was a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve in the aortic position. During the procedure, there was difficulty crossing the native aortic annulus with the valve/delivery system due to the severe annular calcification and not performing a bav. The delivery system was prepped with 2+cc volume added to the balloon. Towards the end of deployment, the non-edwards stopcock began to leak centrally. Post deployment, the valve was found to be under deployed and at a high implantation depth (90:10 aortic/ventricular). There was concern for embolization risk and perivalvular leak. The team elected to implant a 2nd valve. The 2nd 29mm sapien 3 valve was implanted lower in stable position with no perivalvular leak. The patient is stable post procedure. Per report, upon discussion with the tavr team it was decided that the faulty stopcock, difficult visualization and difficulty with getting the valve coaxial with the native annulus due to the severe calcification were all contributing factors to the valve placement too aortic.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.